Manufacturer narrative:
The IV set was not returned to the manufacturer for evaluation. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00016_complaint 2015v-043) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event. Not returned to the manufacturer.

Event description:
The user reported "IV set leaked above the filter where the tubing meets the filter. Leaking incident occurred during a chemotherapy infusion. The patient was not injured or harmed. The nurse attempted to flush the tubing but was unable to. Failed IV set was not captured."